Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was fractured approximately 72.0 cm from the proximal end and kinked in multiple locations throughout its length. The distal detachment tip (ddt) was fractured off the pusher assembly and the embolization coil was detached. Conclusions: evaluation of the returned device revealed the ddt was fractured off of the distal end of the pusher assembly. This damage likely occurred due to forceful retraction of the ruby coil against resistance. If the ddt becomes fractured, it will likely cause detachment of the embolization coil. Further evaluation revealed the pusher assembly was fractured and kinked. This damage likely occurred due to forceful manipulation of the ruby coil against resistance, or during packaging for return. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a bleed in the gastroduodenal artery (gda) using ruby coils. During the procedure, while the physician was re-positioning the ruby coil in the target vessel, the coil unintentionally detached. The physician required a snare device to remove the detached ruby coil from the patient. The procedure was then completed using another manufacturer's vascular plug. There was no report of an adverse effect to the patient.